Event description:
The event is reported as: complaint alleges: customer explained that they had experienced an incidence of pt airway drying out with endotracheal tube plugs which needed to be lavaged and suctioned while using the humid flo hme. No pt injury reported.

Manufacturer narrative:
Unknown, if sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.